Event description:
Patient undergoing cardiac cath. A leaky connection was noted when the transducer was hooked up to get aortic pressure. Unable to get aortic pressure. The defective transducer was replaced. No patient harm.